Event description:
It was later reported that the patient had no symptoms before or after the event. The event was caused by the telemetry head being taken away too quickly. The pump was able to be reset and updated. The patient had been doing fine ever since. The pump medication was unknown.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(6), implanted: (B)(6) 2011, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was updating the pump for a refill and the screen went blank. The physician turned the programmer on, re-interrogated the pump and the pump was stopped. No patient symptoms were reported. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify troubleshooting, patient symptoms, resolution, medication, and current patient status.